Event description:
Customer reports that while removing the tubing after a channel communication error alarm, a bulging silicone segment was noted in the tubing. A labetolol drip was infusing at the time of the alarm, and the patient became hypertensive outside the doctor ordered parameters while the nurse was trying to change the pump and tubing. The blood pressure was treated with an unknown medication, reporting "modest success". There is no more information from the customer regarding the outcome of the patient.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.